Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen 2000.0mcg/ml; 1350.3mcg/day in an implantable pump for intractable spasticity. A motor stall occurred following a MRI on (B)(6) 2018. The pump logs were read and there was no recorded recovery. It had been more than 2 hours since the patient exited the MRI field. The hcp would keep checking the pump logs and would contact the managing physician for oral medication if needed. No patient symptoms were reported. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated the patient did not experience any symptoms. The motor stall recovered approximately 2.5 to 3 hours post MRI. Re-interrogation of the pump resolved the motor stall.